Manufacturer narrative:
Weight - requested but not provided. Ethnicity - requested but not provided. (B)(6). Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history records of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used according the instructions, but when the physician finished he observed that the vascular closure system was not effective, because he saw bleeding in the patient and they had to apply manual compression in order to stop the bleeding, furthermore femostop applied for 45 minutes. Blood loss was reported to be less than 250cc. The patient was reported to be stable. The procedure outcome was reported to be successful. No patient consequences.

Manufacturer narrative:
One 8f angioseal vip was returned for evaluation. The mated carrier tube assembly and hemostasis sheath was returned along with the arteriotomy locator. The tip of the returned hemostasis sheath had a split at its end. The anchor was still housed within the hemostasis sheath and could be seen at its tip. There was blood like substances seen on the returned device on all subcomponents. Functional testing was conducted by manually pushing the cap of carrier tube assembly into forward lock position. Upon this action, the anchor posted as intended. The device was then pulled to rear lock position and the anchor posted against the hemostasis sheath. The sheath was pulled to reveal the collagen and the anchor. The tamper tube did not exit due to presence of dried blood like substances within the device. The inner diameter of the hemostasis sheath and the outer diameter of the locator were measured and was confirmed to meet manufacturer specifications. The complaint is confirmed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.